Event description:
The physician connected the hub of the cypher (crb13350) to the syringe and the hub was broke. The event occurred before the stent was implanted or used on the pt. There were no potential adverse consequences. The hub cracked was noted prior to insertion into pt. There were no anomalies noted when the device was removed from the package. The device was not resteriled. The device was not pulled from the packaging hub and was prepped according to the instruction for use. There were no difficulties encountered connecting the hub to the boston indeflator device. The lesion was the left anterior descending artery.

Manufacturer narrative:
This product has been received; however, analysis has not begun. Add'l info will be provided within 30 days of receipt.